Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or no defects noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl. Insulin was dripping out of the site. Costume gave the bolus. Customer reported that the insulin pump had insulin flow bloc and blood at the site. Customer reported that they did not receive medical treatment as a result of the site issue blood loss. Customer not use in auto mode. The insulin pump will not be returned for analysis.